Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter is giving inaccurate reading of "175 mg/dl" compared to normal reading/feeling. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate (cca). The patient manages his diabetes with insulin - no adjustments. On (B) (6) 2010 at 8:30 am, the patient obtained the alleged blood glucose reading. One hour later, the patient managed his diabetes with the usual dose of insulin. Around the same time, the patient claimed he had symptoms described as "weakness, sweating, and slurring speech." The patient denied receiving any treatment and did not test on any other meter. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. This complaint is being reported because the patient claimed he had symptoms that can be associated with hypoglycemia after the product issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.